Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Healthcare professional, later reported, "ruptured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness was within specification). Capsular contracture: unable to observe, since it is not related to the device. Additional observations: stress marks observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "ruptured". Device has been explanted and replaced.